Manufacturer narrative:
(B)(4).

Event description:
It was reported that in oncology, the nurse performing the insertion stated that no issue was found during insertion into the patient's left basilic vein, and that she did not experience any resistance during insertion of the wire or catheter. Once the catheter was inside the patient however, the nurse was unable to aspirate or flush the catheter post insertion. The nurse then went to remove the catheter and met with difficulties but was able to remove the PICC. It was at that time a knot was noted at the end of the PICC. The nurse stated that she may have twisted the catheter or wire but was unsure how the knot occurred. It is unknown if a new catheter was placed. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.